Event description:
A physician reported that a pt, who previously used renu with moistureloc multi-purpose solution, presented with a corneal ulcer in 2006. The pt's corneal infiltrate was noted to be irregular in shape with irregular boarders. Cultures were taken from the pt's eye and contact lens case. The contact lens case culture was positive for fusarium. Cultures from the pt's eye were negative. The pt was treated with topical natamycin, amphotericin 0.15% and systemic itraconazole. The pt responded well to therapy.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.